Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The suspected cause was due to having a basal rate that was too low. The customer ¿s health care provider (hcp) recommended they change their basal rate to address bg. Customer contacted tandem diabetes to receive the customer ID and updated their pump settings to address the event.